Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left subclavian artery. An 8.0x40x75cm express® ld iliac / biliary stent was advanced to treat the lesion. However, the stent came off the balloon in the brachial artery. The dislodged stent was retrieved with a snare and the procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: the stent was received for analysis and was bunched at one end and was pinched/flattened in its mid-section. The delivery device was not returned for analysis. No other issues were noted during analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4)

Event description:
It was reported that stent dislodgment occurred. The target lesion was located in the left subclavian artery. An 8.0x40x75cm express ld iliac / biliary stent was advanced to treat the lesion. However, the stent came off the balloon in the brachial artery. The dislodged stent was retrieved with a snare and the procedure was completed with a different device. No patient complications were reported.